Manufacturer narrative:
Corrected date of event from (B)(6) 2013 to (B)(6) 2013.

Event description:
Event occurred during a tfn procedure on (B)(6) 2013.

Event description:
The user facility reports during unknown surgical procedure on (B)(6) 2013, it was noted the 3.2mm guide wire was stuck in the quick coupling for k-wires. It is reported procedure was delayed approximately 1 minute while another device was retrieved. Procedure was completed using the spare device with no further problem and no harm to the patient was reported. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot # of the suspect device was reported as: h679357399ou; this is an invalid synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review is not possible as the lot number provided is not recognizable as a valid lot number.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #2520274-2013-02518.